Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening and suboptimal initial implant placement. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7040-100, lot# 493578, mfd. 10/15/2015, expires 2020-10, (B)(4). 2nd (middle): ifuse implant, p/n 7035-100, lot# 493435, mfd. 07/27/2015, expires 2020-07, (B)(4). 3rd (inferior): ifuse implant, p/n 7035-100, lot# 493435, mfd. 07/27/2015, expires 2020-07, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient had pain relief for three months before complaining of a recurrence of pain. The surgeon believed that the first and third implants may have been loose on the sacral side and that the middle implant was too short. In (B)(6) 2017, the surgeon performed a revision surgery where he removed all the implants using chisels and placed new, wider, implants of the same type into the explant voids. The status of the patient following the revision procedure is not known.